Event description:
The article, "temporal trends in mitral edge-to-edge repair for primary mitral regurgitation", was reviewed. This research article is a retrospective multicenter experience to evaluate primary mitral regurgitation (pmr) undergoing mitral transcatheter edge-to-edge (m-teer) to assess the safety, efficacy, and stability of m-teer over time. The devices included in the study were mitraclip and pascal. The article concluded substantial reductions in residual mitral regurgitation (mr) severity and complication rates over time in pmr patients undergoing m-teer. This study included patients undergoing m-teer for pmr from 01 january 2009 to 31 december 2023. A total of 2716 patients were included in the study, of which 92.2% (2504) patients received an abbott device. The median age of the 2009-2013 group was 80 years. The median age of the 2014-2016 group was 82 years. The median age of the 2017-2019 group was 81 years. The median age of the 2020-2023 group was 82 years. The majority gender was male. Comorbidities included hypertension, diabetes, atrial fibrillation, chronic obstructive pulmonary disease, coronary artery disease, heart failure, and previous stroke and myocardial infarction.

Manufacturer narrative:
Summarized patient outcomes/complications of mitraclip were reported in a research article in a subject population with multiple co-morbidities including hypertension, diabetes, atrial fibrillation, chronic obstructive pulmonary disease, coronary artery disease, heart failure, and previous stroke and myocardial infarction. Complications reported included embolization, incomplete coaptation, stroke, shock, bleeding, renal failure, tissue damage, death; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. B2: death date was estimated. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.